Event description:
A facility reported a hakim valve (ID 823100) was implanted on (B)(6) 2016, it was programmed at 150 mmh2o. On (B)(6) 2024, the patient was found unconscious and was immediately taken to hospital, he referred that he had headache and vomit for 5-6 days. The surgeon refers that on (B)(6) 2024, it was found that the patient had dilated ventricles and they suspect a valve malfunction, therefore the valve was explanted and replaced. Once explanted the surgeon confirmed that the valve was blocked. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot cvcb17, conformed to the specifications when released to stock . Failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. Root cause - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.